Event description:
During attempt to deploy minivision stent into lcx,left circumflex, stent came off balloon. The stent found in lad within previous stent. It was treated by crushing the new stent against the old stent.